Event description:
I discovered a difference of 100 points between my libre 3 plus sensor and contour stick and called abbott. After checking the manufacture numbers, they replaced two sensors. The sensors I received were closer to the stick numbers but so far never within 20 points difference. Currently I am wearing sensor from lot: sn (B)(6) with an expiration date of 2026-03-31. My contour stick reading is 210 and my libre 3 plus reading is 167...43 mg difference. Once I know the libre 3 plus reading and compare it with my contour stick reading, I know I have to add approximately 40 mg points. I love my libre 3 plus, but better accuracy is seriously needed. Each sensor has had a different variant in the difference between contour readings and libre 3 plus. I have managed it once I know the difference, which I check from time to time by doing a contour stick and making notes. Pt code: 1905. Device code: 2460. Ref report: mw5180478.